Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that she experienced a "packaging issue" with her onetouch ultramini system kit. The complaint was classified based on the (B)(4) follow up call on (B)(6) 2012. The (B)(4) was advised by the patient that at an unspecified date and time in (B)(6) 2011, she received the subject system kit and discovered that the control solution was missing. The patient stated that she manages her diabetes with "herbs" and denied making any changes to her usual diabetes management routine in response to the reported issue. The (B)(4) was informed by the patient that she "did not test at all after discovering that the control solution was missing from the system kit". The patient did not have any back up meter. At an unspecified time on (B)(6) 2012, the patient claimed to have developed symptoms of "weakness, shakiness, headaches and instability when standing up" and later on that day, was taken to the emergency room (ER) where she was tested with the ER/hospital meter (unknown device) and obtained a reading of "349+mg/dl". The patient was administered with insulin (unknown type and dosage). The patient stated that she was diagnosed with "high blood sugar level and the flu". During troubleshooting, the cca checked and verified that the control solution was not included with the system kit. Replacement products were sent to the patient. This complaint is being reported because the patient claimed that the alleged issue prevented her from testing and subsequently, caused her to develop symptoms of severe hyperglycemia and received treatment for an acute complication of diabetes after the reported issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.